Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. The device was returned for evaluation. Where the reported event was identified. Based on the results of the investigation. Olympus confirmed, the biopsy channel was leaking, while the user was handling the device and water invaded the device. Due to the water invasion, abnormality of electronic parts occurred, which led to the malfunction. Labeling: this issue is addressed in the instructions for use (IFU): important information ¿ please read before use: precautions: caution: turn the video system center on only, when the endoscope connector is connected to the light source. In particular, confirm, that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so, can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning: follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored, during the examination. 3.8 inspection of the endoscopic system: inspection of the endoscopic image. Confirm, that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2 ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair, as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed, while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed, during the device inspection. That the videoscope exhibited e218 (scope malfunction error). There were no reports of patient involvement.